Manufacturer narrative:
Based upon new information received, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported to aesculap ag that a challenger ti-p handle (part # pl520r) was used during a procedure performed on an unknown date. According to the complainant, the pneumatic applier was observed to be broken at the opening. Reportedly, the clip was deflected and failed to clip at the desired location while the patient had arterial bleeding. The complaint device was not available to be returned to the manufacturer for evaluation. No known patient complications were reported as a result of this event. Although requested, additional case and patient information has not been made available. The adverse event is filed under aag reference (B)(4). Concommitant devices: pl536r-unknown, pl520r-62407650.